Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming breakout printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming breakout printed circuit board (pcb). Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4),

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic operating system laser fired intermittently as the laser foot pedal connection was intermittent during a vitrectomy surgery. Flexing the cable enabled the laser foot pedal to work and therefore complete the surgery. There was no report of any patient harm.